Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter was prompting an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the error message "err message something wrong with the ts" appeared on the subject meter at 6pm on (B)(6) 2015. The patient manages her diabetes with oral medication, diet and/or exercise. She reported that after obtaining the alleged error message, she continued with her usual dose of medication (including sliding scale). She claimed that 5-10 minutes after the start of the alleged issue, she developed symptoms of "shakiness [and] heart racing". She claimed that an unknown time later, she administered a glucose tablet. At the time of troubleshooting, the patient did not have testing supplies available and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of severe hypoglycemia, after the alleged error message appeared.